Manufacturer narrative:
Cylinder was functional. Cylinder was not funtionally tested. Rear tip extender (rte) broken. Pump performed within specifications.

Event description:
On 12/18/95 an ambicor device was implanted. On 7/29/97 pt reported "pump stays flat, it doesn't fill up with fluid and it doesn't pump up." Add'l info rec'd on 2/06/98 indicates the ambicor device was removed from the pt and an ipp device implanted on 2/02/98 due to fluid loss.